Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had IV pump malfunctioned while infusing propofol. Pump was plugged in and battery full. Pump briefly flashed a malfunction alarm saying to turn pump off and then on again during therapy. The user turned the device off and on, the pump worked initially and then shut off again. The patient was given IV push of propofol while troubleshooting pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6 and h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.